Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on 2024-02-29. Data for the described event date of 2024-03-02 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-02-29 at 11:23am. No meal announcements were logged after (B)(6) 2024 at 3:53pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs show that the days prior to the event the user's glucose was well controlled with minimal hyperglycemia or hypoglycemia up until the reported event on (B)(6) 2024. The ilet report shows a period of prolonged hyperglycemia starting at 11:03am on (B)(6) 2024 into the early morning of (B)(6) 2024. The peak glucose is 382 mg/dl. The logs show two periods where the cgm glucose is above 300 mg/dl for 90 minutes which triggered the high glucose alert. Neither of the high glucose alerts are acknowledged and deactivated on their own as the cgm glucose trends below 300 mg/dl. The ilet report shows dosing insulin appropriately in response to the cgm glucose, however, the cgm glucose never trends below 200 mg/dl for the duration of the event. No evidence of device malfunction are seen in the currently available engineering logs. The ilet is seen triggering the high glucose alert appropriately (90 minutes of continuous cgm glucose readings above 300mg/dl). The longest pause between basal delivery requests made by the ilet throughout the log review was 30 minutes until the insulin cartridge was logged as empty. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined the ilet operated as intended. Due to the lack of details provided about the event and the user's medical history, the exact cause of the dka event is not able to be determined. However, it is possible that the user's infusion site was failing which may have contributed to the prolonged hyperglycemia along with failure to respond promptly to the alarms and follow the appropriate management of hyperglycemia and change out the set. The user has decided to remain on his previous therapy which is multiple daily injections and will return the device.

Event description:
On 3/4/24 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) about an ilet user's hospital admission due to diabetic ketoacidosis (dka). The user was disconnected from the ilet and treated with insulin. The user was admitted on (B)(6) 2024 and discharged on (B)(6) 2024. Additional information about the potential cause of the event was not provided at that time. On (B)(6) 2024 the ilet user contacted beta bionics stating they went to the ICU in the previous month because of "body tremors." The user speculated the cause may be related to the ilet and blood glucose fluctuations and wanted to return the device. On (B)(6) 2024 the cds received additional information from the hospital about the user's event. The user went to the ER on 3/2/24 with a primary complaint of tremors. The user reported the tremors had increased since initiating the ilet. The user was found to be hyperglycemic and experiencing tachypnea, and polydipsia. Their bg on admission was 351 mg/dl. They were treated with an insulin drip and discharged on (B)(6) 2024. At that time, the user resumed their previous mdi therapy.